Event description:
During a hip arthroscopy, it was reported that there was a broken shaft after completing the insertion of the anchor. This was noted on an intra-operative x-ray. As this was discovered after the repair was completed, there was no way of retrieving this piece without compromising the repair and surrounding tissue integrity. Additional information was received on (B)(6) 2015, indicating that it is unknown if the broken piece protruding was from the bone or if it was it flush or deeper in the bone. X-rays of the site are not available. Despite the issue, adequate fixation was achieved. The was noticed just prior to the surgeon closing the wound. There was no delay in the procedure. The patient is believed to have been okay after the procedure.

Manufacturer narrative:
Evaluation of the biorapter knotless suture anchor device was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to this fact, we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(4).